Event description:
Coma hypoglycemic: therapeutic response decreased: a man reported that his adult son experienced erratic glycemic control over a three month period after switching from a novopen 1.5 device to a novopen 3 device with novolin r (rdna) penfill insulin. The man stated that his son's blood glucose levels ranged from 30-400 mg/dl and on one occasion (oct-20-98) the pt lost consciousness. At that time an ambulance was summoned and paramedics administered a 50% dextrose injection upon arrival. The pt felt better and was not transported to the hosp nor did he seek any additional medical treatment for the event. The reporter also stated that his son repeatedly noticed that the dose indicator window did not return to zero after his injection although the push button was completely depressed. Because he suspected that the device was not delivering the correct amount of insulin. He discontinued using the device and proceeded to draw insulin out of the cartridges in question with disposable syringes. The pt's blood glucose levels subsequently normalized using this method.